Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger unable to power on) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery and the power supply was defective. There was liquid contamination on the battery board. The cause for the failure was isolated to a ground pin missing from the power supply and the contaminated battery board. The root cause for the contamination was due to ingress of an unknown liquid. The root cause for the missing pin was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger was unable to power on.